Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead (B)(4).

Event description:
It was reported that the patient¿s scs system was explanted three weeks after implant due to an infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.